Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Per notice, the pt was implanted with an obtryx transobturator mid-urethral sling system, ivs tunneller and gynemesh during this procedure.

Manufacturer narrative:
(B)(4).